Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause of the blocked cannula. Lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
It was reported the patient's blood glucose level rose to over 250 mg/dl (13.9 mmol/l) while wearing the pod between 37 and 48 hours. Despite administering multiple correction boluses, the patient noted no improvement in glucose levels, leading to removal of the pod. When removed from the infusion site (back), the pod's cannula was found clogged. As treatment, a new pod was applied.